Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2005. Subsequently, the patient was revised on (B)(6), 2014 due to poly wear. The modular head and liner removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."